Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation treatment, the patient was unable to void (per manufacturer's instructions for use, urinary retention is a perioperative risk of the aquablation procedure). As a result, a catheter was inserted to manage the issue. It was reported that the catheter was later removed and the patient is recovering well. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The device was not returned for investigation because it is a reusable component, which is still being used at the user facility. The investigation of this event consisted of a review of the device history record (DHR) and labeling. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted , which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o urinary retention. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use list urinary retention as a potential risk of the aquablation procedure. Based on the review of the information provided, plus a review of the DHR, and labeling, this event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.